Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from her adc freestyle libre sensor than a subsequent reading received at a hospital. It was further reported that on (B)(6) 2018 at 11:00 am she began to experience ¿nausea, vomiting and stomachaches¿. Customer reported receiving the following readings from the sensor: 155 mg/dl (15:00, horizontal arrow), 176 mg/dl (16:19, horizontal arrow) and 179 mg/dl (17:16, horizontal arrow). Paramedics were called and transported her to the hospital. At the hospital, a reading of 400 mg/dl was received on an unspecified hospital device, customer was diagnosed with dka (diabetic ketoacidosis), admitted and treated with insulin via intravenous infusion, in addition to being given primperan (metoclopramide, an anti-nausea medication) and zofran (ondansetron hydrochloride, an anti-nausea medication). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving lower readings from her adc freestyle libre sensor than a subsequent reading received at a hospital. It was further reported that on (B)(6) 2018 at 11:00 am she began to experience ¿nausea, vomiting and stomachaches¿. Customer reported receiving the following readings from the sensor: 155 mg/dl (15:00, horizontal arrow), 176 mg/dl (16:19, horizontal arrow) and 179 mg/dl (17:16, horizontal arrow). Paramedics were called and transported her to the hospital. At the hospital, a reading of 400 mg/dl was received on an unspecified hospital device, customer was diagnosed with dka (diabetic ketoacidosis), admitted and treated with insulin via intravenous infusion, in addition to being given primperan (metoclopramide, an anti-nausea medication) and zofran (ondansetron hydrochloride, an anti-nausea medication). No additional treatment was reported. There was no report of death or permanent injury associated with this event.